Event description:
A customer complaint was filed at the user facility by a patient that was there on may 24 2025 claiming they were burned by the 5c1 probe during their trans-abdominal pelvic exam.

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the transducer was returned for failure analysis. There was no information in the device history record which indicates any non-conformance at the time of manufacturing process. Image dropout was found during system imaging test, but it would not lead overheating issue. The transducer passed thermal test and the result confirmed within spec. No analysis results were identified that could indicate a potential cause of patient burn. The root cause could not be determined at this time. Reference# (B)(4).